Event description:
It was reported that the patient was charging more than expected. She used to only have to charge once a month but now the implantable neurostimulator (ins) only held a charge for two weeks. It was also noted that the patient would be sitting in a vehicle and ¿something got hot in my back (felt like) burning, but not painful.¿ anytime she moved her head or bent her head backward her stimulation would turn off. When she was asked if she verified that it was off with the patient programmer (pp) or it she felt it off the patient stated she only felt like it was shutting off-she never confirmed it with the pp. It was reviewed with the patient that the stimulation sensation can be positional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).